Manufacturer narrative:
Corrected data: b5- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. The event was procedure related and not due to the device. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2, -04.50 diopter, implantable collamer lens was implanted, removed, and replaced with a same length different power lens intraoperatively on (B)(6) 2023 from patient's left eye (os) due to wrong lens power being implanted. This resolved the problem. Cause of the event is reported as other, root cause to be determined.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additonal data: b5- the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -4.50 into the left eye (os) on (B)(6) 2023. Reportedly "incorrect icl implanted". The lens was implanted, removed and replaced intraoperatively with a different model/shorter length lens and the problem was resolved. Status of the eye: "no further aes resulted from the lens exchange, subject has completed study". The reporter indicated that the cause of the event is "other" and the device did not fail to perform as intended. Cause details: "site failed to enforce proper time-out steps to ensure confirmation of subject identifying information before proceeding (i.e., name, date of birth etc.) Thus a lens for another subject was implanted. The error was discovered 30 minutes later and after obtaining verbal consent the lens exchange was performed". Claim# (B)(4).